Event description:
This is filed to report difficult removal it was reported that on (B)(6), 2019, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with grade 4+. A mitraclip was implanted. The mr was reduced to grade 1. On (B)(6), 2023, a secondary mitraclip procedure was performed to treat recurrent mr with grade 4+. It was noted the previously implanted clip was stable and the recurrent mr was due to a progression of disease. One clip was successfully implanted, reducing mr to a grade of 2. In an attempt to further reduce mr, an additional clip was inserted. However, while grasping, the mean pressure gradient increased to a grade of 9mmhg. Due to the increased gradient, the physician decided to not implant the clip. While removing the device, it became stuck on the steerable guide catheter (sgc) and was unable to be removed. Both devices were retracted into the groin and a cut down was performed in order to remove the clip. Mr remained at 2 and the gradient returned to baseline. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported difficult to remove was unable to be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.